Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector does not connect to generator and the transducer plug is an unrepairable damaged. A device history review of the current product was conducted and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the shockpulse lithotripsy transducer connector did not connect to the generator. There was no patient involvement.